Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as sheath bend. Production record was performed and revealed no indication of a product quality issue. Based on the returned device analysis a conclusive cause could not be determined as a specific failure mode was not provided and the device was not returned for analysis. The subsequent treatment appears to be related to circumstances of the procedure. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.